Manufacturer narrative:
Information received from a patient indicated that an optease inferior vena cava filter tilted and fractured sometime post implant. The patient reported becoming aware of the events approximately twelve years post implant. The patient also reports anxiety and worry. According to the implant record the indication for the filter implant was a history of recurrent deep vein thrombosis, pulmonary embolism, recurrent transient ischemic attacka and strokes in a patient with a patent foramen ovale (pfo). It was thought that the patient was having paradoxical embolic events and was having problems with anticoagulation. Prior to the filter placement in the same procedure a 28mm cardioseal occluder was deployed in the pfo. The filter was then placed the right femoral vein and successfully deployed in the ivc. Repeat angiography was performed to confirm successful positioning. Angiography of the right common femoral vein noted filling defects, suggestive of local thrombus. The patient tolerated the procedure well. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Ivc filter tilt has been associated with vessel characteristics, specifically asymmetry and tortuosity and technique. Post implant imaging has not been provided. Without the procedural films or post-placement imaging and the limited information provided, the report of tilt and fracture could not be confirmed or further clarified. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. At this time, there is nothing to suggest the reported events are related to the design and manufacturing of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately twelve years post implant. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, fracture and tilt. The patient also reports anxiety and worry. The following additional information received per the medical records state that the patient has a medical history of recurrent deep venous thrombus, pulmonary embolism and recurrent transient ischemic attacks and strokes despite anticoagulation therapy. The patient was referred for placement of an ivc filter. During the implant procedure, the right femoral vein was accessed. The filter was deployed in the ivc and successful positioning was confirmed. The patient tolerated the procedure well.